Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device was evaluated by the customer and the oxygen blending module board needs to be replaced to address the issue.